Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during the removal appointment on (B)(6) 2024. The sensor was inserted on (B)(6) 2024. According to the case information, the hcp could not find the sensor while trying to remove it. The next attempt will be made with the help of an x-ray. No further information is available as of yet.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4.date of this report 20 may 2025 g3.date received by the manufacturer? 20 may 2025 h6. Health effect - clinical code updated to 4582 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.